Event description:
It was reported that the bag did not close properly. The surgeon pulled in the string and the pouch did not seal. Used another pouch and the procedure was completed with no patient consequences. After the device was returned and examined co noted that the pouch/belt has broken.